Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to chronic effusion, reduced range of motion (+15 to +80 degrees), pain and loosening of the tibial component at the cement to implant interface. Competitor cement was used. She had a previous poly revision by the surgeon on (B)(6) 2016. She had a flexion-extension gap mismatch of 4mm. The attune tibial tray came out with relative ease although sales rep was sure that the surgeon also checked the fixation of the tibial tray when he did the first revision with poly exchange back in 2016. The tray came out with ease and no cement on the back of the tray. Doi: (B)(6) 2015; (B)(6) 2016 ( tibial insert ), dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.